Manufacturer narrative:
Concomitant medical products: 419688 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a shock during colonoscopy procedure. It was noted there was episodes that show chronic atrial fibrillation (af) patient with biventricular pacing during cautery episodes. The device remains in use. No further patient complications have been reported as a result of this event.